Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. A conclusive cause for the reported thrombosis/ thrombus and myocardial infarction, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. The reported patient effects of thrombus and myocardial infarction are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as an adverse event that may be associated with percutaneous coronary intervention (pci) treatment procedures and the use of a stent in native coronary. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2023 one 4.5x18 mm xience skypoint lv stent was implanted in the distal right coronary artery (rca). The ejection fraction was 65% on (B)(6) 2023. The patient had spontaneously stopped all his medications. The patient had a recurrence of anginal pain with a vasospastic component proven on the methergin test in (B)(6) 2024 without intervention. After tests, the patient went home because he had no symptoms. On (B)(6) 2024 the patient was found to have an inferior st elevation myocardial infarction and late stent thrombosis in the rca with contralateral revision. Percutaneous coronary intervention (balloon angioplasty) was performed with a favorable outcome. Medical treatment was provided with medications such as kardegic, brilique, amlor, and liptruzet. Medical treatment after discharge was kardegic and brilique. The condition resolved with sequelae (45 to 50% left ventricular ejection fraction). On (B)(6) 2024 the patient had 45 to 50% left ventricular ejection fraction. On (B)(6) 2024 the ejection fraction was 40 to 45%. No additional information was provided.